Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) the getinge service territory manager (stm) encountered  error code 139 with the cardiosave intra-aortic balloon pump (iabp) there was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer(fse) during pm encountered error code 139 replaced both power management pcb and executive processor per service manual . Performed pm during same service visit. Unit passes all functional checks and released back to service. The following was performed by (B)(4) service technician of the maquet failure analysis and testing dept. Wayne.the failure analysis and testing dept.received part executive board serial number: htc and part power management board swemco with a reported unit failure of error code 139 during pm. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good conditions. The fat dept. Installed the part executive board serial number: htc and part power management board in the cardiosave test fixture and tested jointly and separately in accordance with factory specifications per procedure and the cardiosave service manual part. The failure analysis and testing department couldn¿t replicate the failure experienced by the customer.sending the boards to the respective supplier for further failure analysis as per procedure.the following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne,failure analysis received from the supplier.they stated that the part passed with no issues. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure the following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne,failure analysis received from the supplier. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only.providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer(fse) during pm encountered error code 139 replaced both power management pcb and executive processor per service manual . Performed pm during same service visit. Unit passes all functional checks and released back to service.